Event description:
The customer reported his blood glucose reached 21.0 mmol/l (378 mg/dl) less than 24 hours after the pod was activated.

Manufacturer narrative:
The returned product was evaluated and evidence of internal leak was found. The root cause was determined ot be a damaged cannula. This mfg defect contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.